Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, ventricular lead noise episodes were observed on right ventricular oversensing transmission. Diagnostic imaging confirmed lead externalization. The device was reprogrammed and the patient was in stable condition.